Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a balloon rupture occurred. The 95% stenosed target lesion was located in the non calcified and moderately tortuous left forearm. The sterling over-the-wire was advanced to the lesion and upon the first inflation, the balloon ruptured at 6 atms. The procedure was completed with another of the same. There were no pt complications reported and the pt's condition is reported as "good".

Manufacturer narrative:
(B)(4). The complaint device was not returned for analysis; therefore, a failure analysis of the complaint device could not be completed. The mfg batch record review confirmed that the device met all material, assembly, and performance specifications. The most probable root cause is operational context as device performance was limited to anatomical/procedural factors. (B)(4).